Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted the device header was torn off the device case. Additionally, the lv tip terminal block had a hole drilled through the set screw. A portion of the lv lead tip was in the terminal block and the terminal block was displaced. This damage was consistent with damage cause by the explant procedure. Damage at the can weld was noted after the device had gone through liquid sterilization causing the device to have no telemetry. Further electrical analysis could not be performed due to the loss of telemetry.

Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced loosening the set screws on this cardiac resynchronization therapy defibrillator (crt-d). The torque wrench became stuck in the right atrial set screw, however the lead was able to be removed from the header successfully. The distal left ventricular (lv) set screw could not be loosened and appeared to be stripped. Various troubleshooting techniques were attempted, but were unsuccessful. The lv lead was cut and capped. No adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.